Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a loose drive support disk.

Event description:
It was reported that the customer's insulin pump was damaged, and the end cap sticker was coming apart from the device. Troubleshooting was performed. The caller also stated that when the customer delivers a large bolus or rewind the insulin pump he notices that the back right side of the device started to separate from the body of the insulin pump. The mother stated that this issue has been occurring for the past two months. Advised the caller revert to backup plan. No further information was provided.